Manufacturer narrative:
Pump received with no button response due to unlocked keypad connector on lcd board. No shut down pump screen, blank display or display anomaly noted during testing. No damage inside pump noted. Unable to perform functional check including rewind and basic occlusion, occlusion, prime/delivery, excessive no delivery, displacement, self-test, unexpected restart error test and all operating current measurement due to no button response. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. No cracked on display window. (B)(4).

Event description:
Customer reported via phone call of not being able to enter carbs into insulin pump as pump would shut off. Customer also reported of insulin pump damage due to falling. Customer reported that display screen was cracked and pump casing was also cracked. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.